Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22aug2018. It was reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a biventricular assist device (bivad) patient that had a presumed kink/twist to their right ventricular assist device (rvad). Log file analysis revealed persistent low flow events. No further information was provided.

Event description:
The account reported that the patient was admitted to the hospital with compromised flow through the rvad. The patient was given IV fluids but an rvad outflow graft twist/kink was presumed; therefore, a CT scan was taken to determine the cause of the compromised flow. Results of the CT revealed that the proximal portion of the rvad outflow conduit ran directly posterior to the sternum and anterior to the lvad outflow conduit. At this area, the bend relief section of the rvad conduit was not present; however, the section of the lvad conduit directly posterior to the rvad was still covered by its bend relief. It was observed that there was significant impingement of the rvad outflow conduit and the outflow graft lumen had a cross sectional area of 0.8 cm squared in this region, compared to a cross sectional area of 1.8 cm squared in the non-compressed regions of the graft. No further information was provided.

Manufacturer narrative:
Section b5: additional information manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no CT images were provided by the account and no product was returned for evaluation. Review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the log file findings, reported events and heartmate 3 lvas, serial umber (B)(6), could not be conclusively established. The submitted controller event log files for the patient¿s rvad collectively contained approximately 5 hours of data from (B)(6) 2020 and (B)(6) 2020. Persistent low flow faults were captured throughout theses file due to the estimated flow frequently dropping below the low flow threshold of 2.5 lpm, to 2.4 lpm. These faults resulted in a total of 48 low flow hazard alarms over the 5-hour time period. These alarms were noted to last up to 27 minutes in duration. Despite the observed alarms, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. No further information was provided. The patient remained ongoing on vad support until (B)(6) 2020 when the patient ultimately received a heart transplant. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.